Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped near the distal connection. The following information was provided by the initial reporter: "IV primary tubing snapped near the distal connection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped near the distal connection. The following information was provided by the initial reporter: "IV primary tubing snapped near the distal connection".

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 21063132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.